Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, on stapling of the stomach, the jaw broke off. During the fourth trip the stapler stopped working. It was replaced by another stapler to complete the case. There was no patient injury.